Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Account - sanofi aventis sanofi complaint ref# (B)(4). Country event occurred - germany. Item, sku, lot# - unknown. Event description: check attachment note - please check the attachment for additional information. (B)(4) 19december 2024. Needle (partially) blocked.

Manufacturer narrative:
Note, this event occurred in germany but was reported by someone in the united states.